Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, the customer experienced an elevated blood glucose (bg) level displayed as high. Cause was unknown. Reportedly, customer did not pair transmitter with pump and control iq technology was off. Customer paired transmitter with pump and delivered a correction bolus via pump to address bg level. Customer was educated on control iq functionality.